Event description:
A trilogy 100 ventilator was returned to the manufacturer for preventive maintenance. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's 3-way solenoid and proportional valves required replacement to address the issue. The device passed final testing and was confirmed to be operating properly. Additional findings not related to the malfunction/issue.\: the blower bellows were replaced dur to damage.